Event description:
It was reported that a patient had a loss of therapeutic effect and noticed a return of frequency symptoms about three weeks to a month prior to the report. There was also a problem with the patient programmer, it would not power up, and it was showing the low battery screen. The patient had tried five packs of batteries and the programmer had not been dropped or gotten wet. The problem began about a month prior to the report. The leads were checked the day of the report and one was not working, possibly due to programming, but a manufacturer representative wasn¿t concerned. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3037, serial # (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v021934, implanted: (B)(6) 2007, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
Upon device return, analysis found that the programmer had a corroded digital board. Device was scrapped due to corroded boards. (B)(4).